Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced an implant perforation through left corporal body. The device was not inflating properly as cylinders were outside of corporal body. The ipp was explanted and replaced. No further patient complications reported.